Event description:
Reporter indicated the patient's death was due to a car accident, and the cause of death was not the vns, but the relationship of the death to the vns was not clearly stated. The reporter declined to give any further information. Follow up with the funeral home revealed the patient was buried with the vns.

Event description:
Reporter indicated that a vns patient died in a car accident, likely due to a seizure the patient had while driving. An obituary for the patient indicated the date of death was (B)(6) 2009. The patient was buried. Attempts for further information and disposition of the vns device are in progress.